Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: japan.

Event description:
It was reported that during the surgery, the foreign substances which looks like white powder were found inside of the sterile tray when the nurse opened the sterile package. Therefore, the nurse prepared a backup product for the surgery. There was no patient harm. There was a surgical delay of about 0-15 minutes delay occurred due to the preparation of a backup product. Due diligence is complete, there is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. The product was returned opened but unused in the sterile packaging. Visual examination of the returned product/provided pictures confirmed a flaky white debris on the tubing of the device. The white debris is visible at 12-18¿ under normal lighting with up to 10 second inspection. The packaging does not meet the acceptance criteria per (B)(4) zpc - packaging materials inspection. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.